Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. The procedure was completed successfully. After the procedure, it was difficult to remove the steerable guide catheter (sgc) from the stabilizer. The sgc was removed from the patient, still attached to the stabilizer. Troubleshooting was performed, after significant force the sgc was removed from the stabilizer. However, sgc was broken and stabilizer was bent. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without returned device, the reported broken sgc was likely due to amount of excess force applied during the removal of the sgc from the stabilizer. The investigation determined that the reported difficult to remove may be related to a potential product quality issue. This complaint falls within the scope of an exception, as the complaint description and device code match the specific issue described in the exception. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.